Manufacturer narrative:
Keymed (medical & industrial equipment) ltd has requested the return of the workstation for investigation and its maintenance and repair records. The workstation was manufactured in 2006.

Event description:
Keymed ( medical & industrial equipment) ltd has been made aware of an event which took place at an esge quality in endoscopy congress held at (B)(6), whereby during the movement of the workstation within the building, one of the castors broke off when it rolled over the edge of the carpet, causing the workstation to fall. The hand of an (B)(4) employee was compressed between the workstation and the wall as he tried to support the workstation. The hand was swollen for a couple of days, but no treatment by a medical doctor was deemed necessary.

Manufacturer narrative:
In the original report, it was specified that the event took place at an endoscopy congress held at (B)(6). The injury sustained by an olympus employee, whereby his hand was compressed between the wall and the workstation as he tried to support the workstation, following the breakage of the castor. No medical treatment was sought from a healthcare practitioner by the olympus employee. The olympus employee stated that they were fine and didn't need any medical intervention. The workstation has been within the control of olympus since manufacture. The castor has been returned to the manufacturer for investigation. An investigation on the castor has taken place, the results of which conclude: a visual inspection of the castor showed the external surfaces of the castor were in a poor condition and the amount of wear of the rubber tyre (almost flat) demonstrated that this castor has seen a considerable amount of user, some being misuse as shown by the external damage of the castor covers. As the workstation was built in 2006 making it 11 years old (expected useful product life 10 years) therefore the most likely cause of the failure is lack of maintenance and misuse.

Manufacturer narrative:
The investigation has been completed, please see investigators conclusion below: conclusions. The castor has experienced repeated impact loads. The castor has become loose during service creating an overload geometry. The loose castor was not detected during maintenance, which suggests inadequate, or no maintenance of the fixings as described in the maintenance and repair manual. The castor failed as a result of repeated overload events. The overall conclusion therefore, is castor failure occurred as a combination of misuse and lack of adequate maintenance.